Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. The pump was tested with passing results and no component causality could be identified. The pump was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.